Manufacturer narrative:
(B)(4).a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not flow. This occurred during priming with an unknown nutrition solution. There was no patient involvement. Additional information was requested and is not available.